Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead replacement, high capture thresholds and high impedance were observed on new lead. The physician elected not to use the lead and replace it. The patient was stable following the procedure and will be followed normally.